Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported the bd luer-lok¿ tip syringe packaging experienced poor perforation on packaging before use. This event occurred 8 times. The following information was provided by the initial reporter: ¿most of ll syringes from tuas have cutting dot line problem. It is hard to take them apart.¿ d.1. Medical device brand name: bd luer-lok¿ tip syringe. D.2. Medical device type: fmf. D.4. Medical device catalog #: 302832. D.4. Medical device lot#: 0008633. D.4. Medical device expiration date: 12/31/2024. D.4. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k980987 . H.4. Device manufacture date: 1/8/2020. H.6. Investigation: one photo was provided and evaluated. It shows four packaging blisters having the top web up and another set of four packaging blisters having the bottom web up. From the photo it can be observed there are perforations at a regular distance from each other. It looks it is properly slit. Based on the photo provided, the symptom reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported the bd luer-lok¿ tip syringe packaging experienced poor perforation on packaging before use. This event occurred 8 times. The following information was provided by the initial reporter: ¿most of ll syringes from tuas have cutting dot line problem. It is hard to take them apart.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd plastipak¿ luer-lok¿ syringe packaging experienced poor perforation on packaging before use. This event occurred 8 times. The following information was provided by the initial reporter: ¿most of ll syringes from tuas have cutting dot line problem. It is hard to take them apart.¿